Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance programming a bolus due to high blood glucose levels over 600 mg/dl, but the customer didn't know how much insulin she needed. Advised the customer that we are not medical professionals, and can't give advice on how much insulin to give. The customer didn't have a backup plan of manual injections, therefore, the paramedics were called to her home. Nothing further was reported.